Manufacturer narrative:
Continuation of d10:product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed defective lcd was replaced. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient's remote is not working and hasn't come on at all. Pt states a year ago they started to have to reset controller but didn't know what they were seeing on the code. Pt states they read this in the book. Pt states it stated showed the code every time they saw a code to reset the controller. Pt has reset, however, this time this is not clearing message and the screen is blank. The issue was not resolved through troubleshooting. Pt called back and stating they received replacement controller but the replacement controller would not work. Pt mentioned the screen would not unlock and was unresponsive when pressing the screen. Pt first notified medtronic representative about the controller issue through text on saturday ((B)(6) 2022). Pt met with rep today and rep reset the replacement controller but the issue did not resolve. Rep loaned pt a trial controller and advised pt to call patient services to request for a new controller. Pt confirmed that when they received the controller it worked for 1 day and stopped working after that ((B)(6) 2022 ).